Event description:
A customer reported a system message displayed and the footswitch was nor recognized during a procedure. The system was switched out to complete the case. There was no harm to the patient.

Manufacturer narrative:
The customer rebooted the system on site to address the issue. A review of the customer's complaint history for the last 12 months did not show any previous complaints of this kind against the system. The system was manufactured on october 22, 2013. Based on quality assurance assessement, the product met specifications at the time of release. With the provided information, the root cause of the reported event could not be conclusively determined. (B)(4).